Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittently weak tones was able to be confirmed. The heartmate ii system controller (serial number: (B)(6) was returned for analysis, and log files were submitted for review. A review of the log files showed overlapping events spanning approximately 6 days (B)(6) 2021 ¿ (B)(6) 2021 per timestamp). There were no other notable alarms active in the log files pertaining to the reported event. Pump operation was not affected. The controller underwent preliminary and functional testing. The controller was able to operate a mock loop; however, intermittently weak alarm tones were noted. The speaker openings were inspected for debris; however, the openings were clean. A decibel (db) reader was used and the alarms on the controller were measured at 62db at 10cm away, which is below the expected 85db. The controller was opened to inspect the condition of the wires. The wires of both speakers were visually examined and damage was found on one of the speaker wires. The exposed conductors of each wire were able to touch which caused a short in the speakers creating a weak tone. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental findings: damaged wires. The device history records were reviewed for (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 29apr2021. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2021 due to intermittent weak tone during system check while on batteries. Normal system check tones were noted while on mpu. A video of system checks will be provided. There were also weak/quiet tones noted between normal power exchange delays. No abnormalities were noted in the lights during the system check. All other mcs equipment appears to be operating as intended.